Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 3.50 x 15mm xience alpine and a 2.50 x 23mm xience alpine stents were implanted on (B)(6) 2018. The patient presented with non-st-elevation myocardial infarction before the procedure. On (B)(6) 2018, the patient was readmitted with cardiovascular symptoms and a panic disorder. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.